Manufacturer narrative:
As the customer did not retain the finished goods lot number. The device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Operator's manual states "use of an ultrasonic handpiece other than the manufacturer's torsional handpiece, or use of a handpiece repaired without manufacturer's authorization, is not permitted, and may result in patient injury, including potential shock hazard to patient and/or operator". The directions for use in the ¿precautions and warnings¿ section, states that ¿the equipment used in conjunction with the consumable disposables constitutes a complete surgical system. Use of consumables other than those of manufacturer may affect system performance and create potential hazards, and if it is determined to have contributed to the malfunction of equipment under contract, could result in the voidance of the contract and or invoicing at prevailing hourly rates¿. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is user handling. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4)

Event description:
An ophthalmic surgeon reported that the irrigation line connected separated from an irrigation-aspiration handpiece. The anterior chamber collapsed. The infusion sleeve tore and exposed the distal end of the handpiece tip. The tip perforated the posterior capsule and caused vitreous prolapse. A vitrectomy was performed and the procedure was completed. The ophthalmic surgeon indicated that the disposable irrigation-aspiration handpiece used was competitors product and a flaw in the fitting of the male luer slip connection.

Manufacturer narrative:
(B)(4).